Event description:
It was reported that a patient undergoing surgery to resect a tumor from the aorta experienced two hypotensive episodes on reinfusion of salvaged blood from a cell saver. The device was used for reinfusion. The cell saver used was relatively new and serviced recently. Upon fall in bp, transfusion was suspended; the patient stabilized with fluids and vasopressors, and transfusion was restarted. The hypotension, transfusion suspension and patient stabilization were repeated. Reinfusion of salvaged red cells was not continued.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report. (B)(4).